Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not reported by the customer. Material changed after initial was sent from 5-10316- size 8 to 5-10315 size 7.5, di# changed. Device evaluation: the reported complaint of "detached - connector" could not be confirmed upon investigation of the returned incomplete sample. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. There was a piece of tape and adhesive residue on the proximal end of the tube. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anaesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso". A device history record review was conducted on a potential lot number retrieved from sales history, and no relevant findings were identified. Without the connector returned for evaluation, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No issues were observed with the et tube. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: "the connector piece of the et tube came loose 3 days after intubation. The hub popped off while on ventilator and the patient desaturated. The patient was reported to be fine post the incident.".

Event description:
It was reported that: "the connector piece of the et tube came loose 3 days after intubation. The hub popped off while on ventilator and the patient desaturated. The patient was reported to be fine post the incident."

Manufacturer narrative:
Qn#(B)(4). Full UDI is not available as the lot# was not reported by the customer.